Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed november 29, 2013.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however the issue could not be resolved.the device was explanted on (B)(6), 2013, and the patient was reimplanted with a new device during the same surgery.